Event description:
A customer had a problem with the kendall thoracentesis needle. The customer alleges "the stopclock did not work and the needle came off and was lodged in the pt. The customer alleges the the md removed the needle with forceps, no pt injury was noted."